Manufacturer narrative:
H6- medical device problem code 2017 clarifier: failure to follow steps/instructions. The device was returned for analysis. The reported physical resistance/sticking-thumbwheel and the reported difficult/delayed activation-deployment were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, a non-abbott 0.018" was used. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU) states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU likely caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as it is likely that the use of the undersized guide wire resulted in bending/binding the device in the mildly tortuous anatomy such that it prevented the shaft lumens from moving freely; thus resulting in the reported physical resistance/sticking-thumbwheel and the reported difficult/delayed activation-deployment. Manipulation of the device likely resulted in the noted wrinkled sheath (contributing to the reported difficulties). Further manipulation of the device ultimately resulted in the noted device damages (multiple smashed/cracked rack gear teeth, multiple deformed thumbwheel gear teeth). There is no indication of a product quality issue with respect to manufacture, design or labeling. E1: address 1, postal code.

Event description:
Additional information: a non-abbott 0.018" guide wire was used with the absolute pro in this procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was mildly tortuous. Reportedly, there were problems opening the proximal end of the absolute pro stent. The thumbwheel could not be turned further when the stent was only half way deployed. Ultimately, after pulling back a little further without manipulation of the thumbwheel, the stent was fully deployed in the correct position in the target lesion. There was no reported clinically delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.